Event description:
The customer reported to olympus, low light intensity and switched to a spare lamp on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered defective xenon lamp and minor corrosion found on the housing and the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (switched to spare light) was due to a faulty xenon lamp. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.